Manufacturer narrative:
Date of event was not reported, aware date was used as estimate.

Event description:
It was reported that the patient had a cerebral vascular accident. It was reported via social media that the patient had a left atrial appendage closure procedure performed and a watchman laa closure device was implanted. It was reported that the patient had just been discharged after having a stroke. No further information is available at this time.